Manufacturer narrative:
The customer contacted philips and reported that the motor control board was replaced to resolve the issue. No further details were noted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's accept button was unresponsive. The device was not in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator was unable to get into diagnostic mode. The customer tried replacing the power management (pm) printed circuit board assembly (pcba), but the issue was not resolved. The rse instructed the customer to test the voltages going into the power supply and then going to the pm pcba. Upon following up with the customer, it was clarified that it was the green "check" mark (accept) button that was unresponsive.